Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5-sacral. Sometime post-op the patient underwent a revision surgery due to infection with a posterior spinal fusion and anterior spinal fusion at l3-iliac with new hardware. The patient underwent a revision surgery approximately 7 years post-op due to crosslink breakage.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: 360 degree fusion from l2 to the iliac crest. X-rays show no evidence of anterior fusion or inter body grafts at l2, l3 or l4. Rod breakage was reported. Lateral x-ray showing construct from l2 to the iliac crest shows no fracture. Interoperative pictures are provided that show a fractured or cut cross link rotated at its midline connection caudally. It appears the lower rod is broken between the two cross links. Revision was clearly performed during which the cross links were removed. Final x-rays show that additional spanning rods have been placed to span the initial broken rods carrying the pedicle screws. They are held to the initial rod construct on either by 4 lateral connectors. An additional lower iliac screw is also placed on each of the new spanning rods.